Manufacturer narrative:
G4: 10mar2021. B4: 10mar2021. D4: UDI#: (B)(4). The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Issue was in the set up, so no one was injured or no delays were experienced. There wasn¿t a problem with any patient care. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:01feb2021. B4:02feb2021. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer replaced the touchscreen assembly to resolve the reported issue. Unit passed required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 15dec 2020.

Event description:
The customer called into technical support (ts) requesting part ID for touchscreen assembly due to not working. The customer reported there was no patient involvement at the time the issue was discovered.